Event description:
Patient ID: (B)(6). It was reported that suture placement in the right common femoral artery was performed with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. The sutures of the two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, after successfully advancing the knots, hemostasis was not fully achieved. Another non-abbott device and a femostop were used to achieve complete hemostasis. The patient developed a hematoma that led to anemia. Additionally, the patient became bradycardic and hypotensive, requiring the use of medication to resolve the issue. Three days post procedure, an ultrasound was performed to confirm that no pseudoaneurysm had occurred. Hospitalization was extended. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hematoma, hypotension and anemia are listed in the electronic proglide instructions for use (eifu), as foreseeable adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect of bradycardia; however, the treatments of unexpected medical intervention, treatment with medication and hospitalization appear to be related to circumstances of the procedure. The patient effects of hematoma, hypotension and anemia are foreseeable adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.